Event description:
Pt reported obtaining a blood glucose result of 425 mg/dl, while using the suspect device. Based on this result, pt reportedly sought treatment at her physician's office. Three hrs after initial result of 425 mg/dl, pt's blood glucose reportedly measured 147 mg/dl on physician's blood glucose monitor. Pt indicated that she immediately retested, using the suspect device, and obtained a result of 310 mg/dl. No pt injury was reported and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.